Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that his stim will go off by itself and he cannot get it to come back on - pt clarified that he can see stimulation is "on" but he is not feeling stimulation - pt mentioned if he gets stim to come back on if he moves a certain way he can feel the stimulation go off and he will check it with the controller and it is off. Pt has the settings as high as he can feel it and then he will have to turn it down because it gets too strong. Pt verified he has not had any traumas / falls recently. The patient was redirected to their healthcare provider to further address the issue. Patient services is sending a message to the local field rep about pt call.